Manufacturer narrative:
This report is submitted on september 08, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site, resulting in an extrusion of device. The patient was treated with oral and topical antibiotics (specific date and duration not reported); however, the issue did not resolve. Subsequently, the device was explanted (date not reported) and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 27, 2022.